Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer current blood glucose level was 24.4 mmol/l. The customer was assisted with troubleshooting. The customer was treated with bolus from insulin pump. Customer stated he had changed his sensor and received a notification to change the reservoir. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.